Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a flexible tube coating peeling(1x1mm2 or more). There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h6, and h3. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to stress of repeated use, external factors, or handling. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.